Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-09582. It was reported that the patient presented for an implant procedure. During the procedure, the stylet kinked and became stuck in the left ventricular (lv) lead. When attempting to remove the stylet, the lead separated apart at the proximal end and was removed. A second lv lead was placed, but that lead dislodged 3 times. The lead was removed. The patient was in stable condition.